Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed the ilet¿s touchscreen would not navigate after placing the device on the charger and then reconnecting it, and inspection revealed small hairline cracks on the screen; a replacement device was arranged and the user reverted to backup therapy while blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and continued glucose monitoring with the cgm application or receiver. Investigation included verification of shipment logistics, user guidance to shut down the device to avoid further alerts, confirmation that data would not transfer and that a standard startup would be required on the replacement, and instructions to sync data to the mobile app prior to return. Investigation of this device revealed a damaged display consistent with physical damage to the screen, resulting in impaired user interface function of the pump. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to a broken or cracked screen and loss of touchscreen responsiveness.